Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer had elevated blood glucose (bg) levels (518 mg/dl) with large ketones. Reportedly, a manual injection was delivered to address elevated bg levels. Ultimately, customer was able to clear the alarm. Customer loaded a new cartridge and resumed insulin delivery.